Event description:
It was reported the patient had reprogramming done six weeks prior to the call with their doctor and manufacturer representative. The patient then turned up stimulation on program 4. It was unclear what the setting for the amplitude was. It was indicated the patient was having horrific pain and had burning in their legs. It was stated to be ¿so bad¿ the patient thought they had shingles. The patient went to the doctor and it was determined they did not have shingles and stimulation was turned off. It was noted the patient still felt stimulation while it was off. It was stated the patient had it on high and painful for a ¿very long time.¿ it was reported that patient thought the device had shifted .it was also alleged that patient was able to reach back and put their hand down a little bit into their pants, waistband, and now patient had to reach clear down, almost to their rectum. It was also added that patient had lost weight within a couple of years. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v187520, implanted: (B)(6) 2010, product type: lead. (B)(4).